Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that 32 pts experienced diffuse lamellar keratitis after hypermetropia correction surgery. Cortisone eye drops were administered 3 times daily for one week to all pts and three pts received additional oral cortisone. This is one of six vigilance reports associated being filed for this event. This report is for the second pt, right eye (od). Additional information has been requested.